Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient¿s cgm was reading 187 mg/dl and the bg meter was reading 400 mg/dl. The patient was reported to be going ¿in and out of consciousness¿. The patient¿s child called an ambulance. Emergency medical services (ems) arrived and administered IV fluids to the patient and transported her to the ER. The patient was hospitalized for three days. However, any further medication or treatment the patient may have been provided could not be recalled. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.